Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray examination found the helix was stretched consistent with procedural damage. The helix mechanism test could not be performed due to the as received condition of the helix. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2021-13716. It was reported that the patient presented for a scheduled device upgrade. During the procedure it was noted that the right atrial lead became dislodged. The lead was explanted and a new lead was implanted. It was also reported that the left ventricular lead was stuck in the lead and the connector pin detached from the lead. The lead was not used, a new lead was implanted without any issues. The patient was in stable condition.